Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge stated it was time to change the cartridge. At the time of the call, 39 units of insulin had been delivered since the cartridge had been loaded. The customer's blood glucose level was in the 200's (mg/dl), and was addressed with a correction bolus. The customer reloaded the cartridge and received an accurate fill estimate.